Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self test. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Unit successfully connected with bg meter, however unit received with high sleep current and unexpected battery power loss, problem isolated to pcb 1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump looses contact with blood glucose meter and transmitter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.